Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 2 used, half filled easypump ii lt 100-50-s without packaging. The received samples were taken to a visual inspection. On both samples the white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the samples. After opening the top caps we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of both samples. The samples were filled up to the nominal value (100 ml) and taken to a functional test respectively a leak test was carried out. After opening the white clamp and starting the pump and waiting for 60 minutes the pums were not working (solution was not running) on both samples. After these 60 minutes leakages were not detected on both samples. The inspected samples are not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed device history records, no abnormalities and no such non conformance detected at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no diffusion. Drug: 5fu.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.